Event description:
The customer reported that he believes insulin from the reservoir leaked before the reservoir was inserted into the insulin pump. The caller stated that there is a white stain on the insulin pump. The blood glucose reading was 162mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.